Manufacturer narrative:
The coil was severed at the proximal end and not returned. The coil unraveled out of the solder section which required excessive force. Located at the distal tip of the skive, the dpu protrudes outside the sheath proximally to the resheathing tool. Located proximally 29.5 cm off the distal tip of the green introducer is a section of mechanical damage on the sheath. This damage pattern has been associated with the resheathing tool. The coil was severed from the proximal soldered section and not returned. The most likely root cause of the resheathing difficulty was due to mechanical sheath damage resulting in an opened skive. The damage pattern has been found to be related to the resheathing tool. This damage allowed the device positioning unit (dpu) to protrude outside the sheath. In this condition; resheathing cannot be performed. The circumstances of how this damage occurred cannot be determined. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
When the physician tried to use deltaplush 2x4 it didn't fit the aneurysm. He wanted pull back the deltaplush coil but could not resheath the coil. The sheath and delivery wire didn't match during the resheathing. He could not use this coil again. So he used other same size coil. The procedure was successfully done. Failure analysis discovered that the coil unraveled out of the proximal soldered section.